Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were concerns regarding the accuracy of the tracing of an atrial fibrillation episode recorded by an implantable cardiac monitor. The tracing was described as "lousy," and there were doubts about whether it accurately represented atrial fibrillation. The individual expressing these concerns requested an additional review but declined the offer to connect with further diagnostic technical services. No patient complications have been reported as a result of this event.